Event description:
Customer reported experiencing a current low blood glucose level, with the lowest measurement recorded at 45 mg/dl. Cause was not known. To address the situation, the customer consumed carbohydrates as a treatment and declined further troubleshooting, leading to the case being closed.